Manufacturer narrative:
G4: 10feb2020. B4: (B)(6) 2020. Follow-up correction on the repair information. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen to address the reported issue. After this repair, the unit was determined to be operating within the manufacturer's specifications and was returned to the customer for patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a touchscreen failure. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
MFR received date: 14aug2019. The customer replaced the touch screen to address the reported issue. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance and resistance ratio were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.